Event description:
On (B)(6) 2011, the pt underwent the surgery with the t2 scn. The surgeon used full thread screws for all distal screw hole of the nail. After five weeks, the surgeon confirmed by x-ray that the most distal screw was loosening. The following week, the surgeon performed the revision surgery for removing the loosened screw. The surgeon has the doubt in loosened of the most distal screw fixed with the end cap.

Manufacturer narrative:
A review of the DHR for the locking screw revealed no discrepancies. Investigation of the device could not be carried out as the device was discarded by hosp. The alleged event of screw migration was confirmed by review of the x-rays received. The relative op-technique requires to lock the most distal screw by an end cap and to fully seat the end cap to minimize the potential for loosening. As the screw was not available for investigation it could not be confirmed whether or not the screw had been seated as intended. Investigation revealed no evidence that the event was caused by a discrepancy of the device. With respect to the aspects discussed we assess this case to be user related.